Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-05221. It was reported that the patient presented for a lead revision. The right ventricular (rv) exhibited noise and the left ventricular (lv) lead had dislodged and was deactivated by the clinician. The rv lead was capped and the lv lead was explanted; both leads were replaced. The patient was in stable condition.